Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding leadless pacemakers (lp). The article reported that there was one (1) patient who experienced an access site complication (arteriovenous fistula) the day after implantation. This did not result in any additional hospitalization. The lp appears to be still in use. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.